Event description:
There is no adverse event associated with this complaint. It was reported that the keypad buttons were intermittently sticking and unresponsive. A family member stated that one time she pressed the 'ok' button to prime, lifted her finger to end the prime, and insulin continued to prime through the tubing. It was reported that the pt was disconnected from infusion site at the time of priming the pump.

Manufacturer narrative:
There is no adverse event associated with this complaint. It was reported that one or more keypad buttons were unresponsive and/or sticking. Once, insulin was dispensed during the manual prime step after release of the 'ok' button. The pump was returned to animas for evaluation. Testing confirmed that the 'ok' button was unresponsive and the 'arrow' buttons were responsive to presses intermittently. Evaluation revealed a damaged keypad and visible moisture under the display lens and on the printed circuit board. A keypad leak was discovered during testing. Corrosion was found under the buttons contacts.